Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the heavily calcified, lower extremity lesion, the fox plus balloon ruptured at 13 atmospheres during the first inflation. The device was completely removed and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.